Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a loss of pain relief. Attempts to reprogram the device were unsuccessful, and the patient requested the device be removed. The patient underwent a procedure to explant the device and did well postoperatively. It is unknown which device or devices were removed as that information was not released by the facility. Additionally, the explanted devices were retained by the facility, therefore, physical analysis could not be conducted in our laboratory.